Manufacturer narrative:
On (B)(6) 2016, a tandem clinical diabetes specialist met with the customer and different types of infusion sets were to be tried and the customer was to switch to a u100 insulin. The tandem t:slim pump user guide indicates to use only use u-100 insulin, as any lesser or greater concentration can result in serious health consequences. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 235 mg/dl. A pump system check was performed. The pump and infusion set tubing were found to be functioning as intended. There was no damage to the cannula. As the customer did not have another cartridge at the time of troubleshooting, the system check to determine a possible cause of the occlusion was unable to be completed. The customer then experienced a bg level of 50 mg/dl and food was consumed to address the low bg level. The customer thought that the pump may have been the cause of the low bg. A system check was performed using the current pump supplies and no device issues were identified. Reportedly, the customer had been using a u500 insulin in the cartridge.

Manufacturer narrative:
The pump log review was completed. There was no evidence that the insulin pump experienced a malfunction or failure and did not indicate that the insulin pump caused low blood glucose levels.